Manufacturer narrative:
Sensor 3mh008qwupw has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿replace sensor,¿ when scanning the adc freestyle libre2 sensor. On 21nov2021, the customer experienced a loss of conscience and was provided an unspecified spray by an hcp for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿replace sensor,¿ when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced a loss of conscience and was provided an unspecified spray by an hcp for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.